Manufacturer narrative:
The device was returned to olympus for inspection and the following reportable malfunctions were identified during the device evaluation: cut on cable and blurry image due to moisture inside the charged coupled device (ccd). Based on the results of the investigation, a probable root cause cannot be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the camera head exhibited a cut on the cable and a blurry image due to moisture inside the charged coupled device (ccd). There was no patient involvement.